Event description:
It was reported that a 3.0x18 rx xience v stent and a 3.0x38 rx xience prime stent were implanted on (B)(6) 2011 in the circumflex. Two days post procedure on (B)(6) 2011 the patient started having severe mouth ulcers and sores on tongue and lips and has had them continuously. Reportedly, six days post procedure on (B)(6) 2011 the patient has had a slightly raised rash continuously all over his body, with the worst part of the rash being on his back, chest, and buttocks. Reportedly, the patient stopped taking plavix and aspirin and is now taking prednisone which he started taking 20 mg and his dosage has been upped to 25 mg. The patient indicated that the prednisone reduces the mouth ulcers and sores by 50 percent. Additionally, the patient had shingles in (B)(6) 2012 and a severe ear infection in his left ear in (B)(6) 2012. The patient stated that his physician indicated that the mouth ulcers, sores and rash all over his body are a drug reaction but the physician does not know from what drug. The patient indicated that he has an appointment at the (B)(6) clinic on (B)(6) 2012 and may be switching from prednisone to cycloferon. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the patient had an appointment at (B)(6) clinic on (B)(6) 2012 and the patient is going to be taken off of the prednisone and put on cellcept. In addition, he was prescribed a salve cream to put in his mouth three times a day. Additionally, patch testing was performed with a xience v stent sample and the results came back negative for the stent and the drug.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0x18 rx xience v stent is being filed under a separate medwatch report. The stent remains in the patient. A follow up report will be submitted with all relevant information.